Event description:
Reference MDR #1219856-2010-00102 for the first report involving the same patient. It was reported by the rn, msn, mba, sr marketing and product manager, that on (B) (6), patient condition again deteriorated and the decision was made to place another intra-aortic balloon (iab). The iab was inserted on (B) (6) 2010. The physician in this case selected a 30 cc (iab-05830-lws). The sheath and guidewire were inserted without difficulty and no change in vascular status in the femoral, iliac or lower abdominal aorta was seen with dye injection. The same leg (r femoral) was used for this insertion. Iab was prepped and again significant resistance was met during insertion through the sheath. The iab was able to be inserted up to the level of the diaphragm, but could not be advanced further. The physician felt he could "push through" the resistance and did so, but the iab became stuck in the sheath. The entire sheath and iab were removed over the guidewire, maintaining vascular access. Reference MDR #1219856-2010-00146 for the third event involving same patient.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.